Event description:
Caller reported experiencing intermittent occlusion alarms. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.